Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon device interrogation performed on (B)(6) 2021, the estimated residual longevity was 7 years, though it was 10 years in february 2021. The device parameters had not been reprogrammed in-between.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon device interrogation performed on (B)(6) 2021, the estimated residual longevity was 7 years, though it was 10 years in (B)(6) 2021. The device parameters had not been reprogrammed in-between.